Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no adverse impact to blood glucose. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.